Manufacturer narrative:
Other relevant device(s) are: product ID: 9 735799, serial/lot #: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the training system was not connecting to the camera cart. "Attempting to connect to pcoip" was displayed on the camera cart but it would never connect. There was an error message unable to reach host. The self test tool had both the camera cart and main cart uninterruptable power supply (ups) listed as connection lost with ups. It was noted that both carts were receiving power, the lights on the back of the ups were all green. The enet connection had no leds (should be green and blinking amber). Technical services (ts) checked the router. There was no orange glow or power to the router. They changed the router power from v10 to v11 and there was orange glow noted in the router (receiving power). There was still no change on enet connection or on ups/self-test/camera cart connection to pcoip. There were no led indicators noted on the router either. There was no patient involvement.

Manufacturer narrative:
Hardware analysis was completed on the returned concomitant products. The complaint was verified. The fets were blown and the ups fan started running when the battery was plugged in. Fans should not turn on until ac power is applied as it will cause constant drain on the battery. Checkpoint was tested and found when power was applied the wan link and activity leds would stay solid and the unit would not boot up properly. Pressing the factory defaults button when plugged in would not charge the status. B01, c02 and d02 apply to the analyses above. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot number: unknown h3/h6: a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was confirmed. The uninterruptible power supply (ups) was replaced. The navigation system then passed system checkouts and was found to be fully functional. Codes b01, c02, d02 are applicable to this system checkout. The ups and router have been received by the manufacturer and are pending analysis. Codes b21, c21 and d16 represent this. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.